Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The patient's blood glucose was reported as good. Troubleshooting was initiated and the device was not dropped or exposed to moisture. The customer stated that it was possible that the buttons were pressed for an extended period of time. However, the insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with intermittent button response noted during testing due to corroded keypad traces. No button error alarms were noted. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.